Event description:
It was reported that the patients ipg was non functional and would no longer charge. The patient underwent an ipg replacement procedure. Explanted ipg will be returned.

Manufacturer narrative:
The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. Therefore no problem was detected.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients ipg was non functional and would no longer hold its charge. The patient underwent an ipg replacement procedure. The explanted ipg will be returned.